Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer stated that she feels is having her high blood glucose because of her inf. Customer remove her inf and found that the cannula was bent. The customer was advised that the doctor might recommend a square wave bolus so that she does not get another percentage later and drops down the blood glucose too much. The customer understand.